Manufacturer narrative:
PMA/510(k) # k172288. Investigation evaluation: our laboratory evaluation of the product said to be involved determined the cutting wire securing component located near the distal end of the sphincterotome has disconnected from the catheter. However, the cutting wire is intact and remains securely attached to the sphincterotome at the proximal end. A section of the cutting wire securing component has broken and detached from the device. The broken section is estimated to be 3.0mm in length and 0.5mm in diameter. The broken section was not included in the return. For further evaluation, the catheter was cut slightly to expose the lumen, but the missing 3.0mm section of the anchor was not found. The cutting wire exhibits slight evidence of a cautery application (blackening of the cutting wire was noted) and red and yellow substances were observed throughout the device. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Separation of the cutting wire securing component and the catheter can occur if the tip of the sphincterotome is over flexed. The instructions for use caution the user: "do not over flex or bow tip beyond 90 degrees, as this may damage or cause cutting wire to break." Other factors that can contribute to separation of the cutting wire securing component and the catheter include manipulating the handle with the catheter in a coiled position or with the precurved stylet inside the cannulating tip. The instructions for use advise the user: "upon removing device from package, uncoil and straighten sphincterotome. Carefully remove precurved stylet from cannulating tip." The instructions for use contain the following comment: "note: do not exercise handle while device is coiled or precurved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." Prior to distribution, all fusion omni-tomes are subjected to a visual inspection to ensure device integrity. The visual inspection ensures the product is free of kinks. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician used a cook fusion omni-tome. It was initially reported that the physician advanced the device through endoscopy to desired position and pull the cutting wire and found that the cutting wire was broken. The physician changed to another of the same device to complete the procedure. There was no reportable information at this time. Clarification was received on 11/16/2021 stating that the cutting wire anchor disconnected at the patient end of device and the customer confirmed the anchor was not detached and left in patient. [Subject of report] a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Initial reporter; occupation: unknown. PMA/510(k) # k172288. The investigation is on-going. A follow-up emdr will be provided within 30 days of submission of this report.